Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a patient had postoperative inflammation one day after cataract surgery on the left eye (os). The patient was referred to another hospital and was treated with dexamethasone. The event was resolved after treatment. The treatment was not the standard treatment after cataract surgery. In the reporter's opinion such inflammation is not expected after surgery. Additional information has been requested but not received to date.